Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the endoeye flex deflectable videoscope displayed no image. There were no reports of patient harm.

Manufacturer narrative:
Correction to d8. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the customer's complaint was confirmed. The image was not displayed. Based on the results of the investigation it was confirmed that the issue was caused by damaged image sensor unit. The cause of the damaged image sensor was attributed to stress, external factors, or handling. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) section below: the instruction manual operation manual ¿ltf-s190-5/10, chapter 3 preparation and inspection, 3.8 inspection of the endoscopic system¿ describes the methods for inspection on the suggested event. Olympus will continue to monitor field performance for this device.